Manufacturer narrative:
(B)(4). Although expected, the suspect device has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and this event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was opened for use during a flexible ureterorenoscopy (furs) procedure performed on (B)(6) 2017. According to the complainant, the fiber tip cracked during the procedure. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.